Event description:
Customer stated "a hill-rom bed failed to sound a bed alarm when the pt got out of bed unattended." The pt fell after getting out of bed. The account indicated there was an injury but no specific information was given.